Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located at the locking mechanism, the sheath had been split lengthwise for a length of 27.0cm to the v notch. Located on the top proximal end of the resheathing tool, the sheath had fractured and embedded itself inside the v notch. The material around the edge of the v notch had been raised above the surface plane. The most likely root cause of the resheathing difficulty was due to the sheath¿s locking mechanism becoming lodged in the resheathing tool¿s v notch. In this condition, resheathing the unit cannot be performed. For optimum product performance, it is recommended that the sheath either be folded distally or retracted up and then back to avoid catching the v notch of the resheathing tool. There was no indication of damage to the actual coil during product analysis. Since there was no evidence of a manufacturing issue related to this complaint, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of an unruptured basilar tip aneurysm, the physician had his prowler lpes in place and was pushing the coil into the aneurysm when the microcatheter ¿popped¿ out. The physician decided that he needed to reposition the microcatheter; and therefore pull the coil out to start again. He then attempted to re-sheath the coil; but was unable to do so. He states that the coil would not re-sheath; and appeared to be ¿tattered.¿ another coil was opened and passed freely into the aneurysm. No patient injuries or difficulties were noted as a result of this event.